Event description:
It was reported that the patient turned off the pump in order to clear a call service alarm. When the patient attempted to power the pump back on the pump would not power up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): moisture was observed through the display lens. The pump failed to power on during testing. A leak test was performed and the keypad was found to be leaking. The pump was opened and internal moisture damage was found on the power terminals, flex, and pcb. No further testing could be completed.